Event description:
Information received via a healthcare professional from a clinical study reported via a representative that the patient experienced pain at the perineal level post-operatively. No actions/surgical interventions had been taken and no surgical interventions were planned. The event had resulted in prolongation of hospitalization. The event was resolved (B)(6) 2016. The event was assessed as serious, related to the device, and related to the procedure. The event was related to the ins and not related to the lead. It was indicated at the time of report the patient status was alive, no injury. Additional information received 2 weeks later reported actions taken involved antialgic medication. The patient's medical history includes fecal incontinence due to peripheral neuropathy since 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.